Event description:
It was reported that while testing for sars cov-2 with bd veritor ¿ at-home covid-19 test 2 false positive results were obtained. There was no report of confirmatory testing. (B)(4). The following information was provided by the initial reporter: it was reported that customer had two false positive test results with the veritor at home test kit.

Manufacturer narrative:
(B)(4). Medical device expiration date: unknown. Initial reporter state: address information was not able to be obtained, therefore, md was used as a place holder. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
Investigation summary: this summarizes the investigation results regarding a complaint that alleges ¿customer had two false positive test results¿ using the bd veritor at home covid-19 test (material # 256094), batch number unknown. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for false positive was conducted, no adverse trend was identified.

Event description:
It was reported that while testing for sars cov-2 with bd veritor ¿ at-home covid-19 test 2 false positive results were obtained. There was no report of confirmatory testing. Eua# (B)(4). The following information was provided by the initial reporter: it was reported that customer had two false positive test results with the veritor at home test kit.